Event description:
Pt admitted in 2002 after peripheral vascular disease with impending ulceration and gangrene. Right ankle ulceration noted. Operative permit for aortagram, selective angiogram, angioplasties and stents signed. Iss reps present for case. Aortogram not captured by fluoro; repeated, with no images saved after the second run. Over 200 ml contrast administrated. Iss reps turned off machine towards end of case, rebooted, and stated fluoro now working. Physician ended case, pt vasosealed, and discharged for surgery next week.